Event description:
A homecare provider delivered a companion 590 oxygen concentrator to a pt who was new to home oxygen therapy. The pt perished in a house fire approx 18 hours after delivery of the device. Fire investigators found the pt in a 9' x 11' room with a melted butane lighter in his lap. The pt had reportedly stopped smoking 2 years ago. An open flame heater was found in close proximity to the concentrator.